Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "we received a complaint about the hoffmann2 micro lengthener via surgeon/nurses at the (B)(6). The case happened on (B)(6) 2024 for a metacarpal lengthening case. The surgeon reported that the distractor didn't work as expected. As the micro-lengthener was used to distract the bone, the pins moved inside the clamp and resulted in an unexpected outcome." The patient had to come back an additional three times to have the device adjusted ((B)(4) visits in total). The first 4 I believe would have been under anaesthetic 2 general and 2 local as there was pins being inserted and significant adjustment being made. The final time they were not under anaesthetic as just pins were being removed. The revisions took place because the pins would become lose within the clamp and thus be ineffective.

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "we received a complaint about the hoffmann2 micro lengthener via surgeon/nurses at the (B)(6). The case happened on (B)(6) 2024 for a metacarpal lengthening case. The surgeon reported that the distractor didn't work as expected. As the micro-lengthener was used to distract the bone, the pins moved inside the clamp and resulted in an unexpected outcome." The patient had to come back an additional three times to have the device adjusted (5 visits in total). The first 4 I believe would have been under anaesthetic 2 general and 2 local as there was pins being inserted and significant adjustment being made. The final time they were not under anaesthetic as just pins were being removed. The revisions took place because the pins would become lose within the clamp and thus be ineffective.